Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on 10/16/2010. There was no related non-conformances. The inspection found that the unit did not operate. The cause of the reported complaint was a failing handpiece motor. A review of salvaged parts showed corrosion to the outer motor housing. This may indicate moisture intrusion to the inner motor, which would eventually cause the electric motor to fail. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome handpiece, bought by customer in (B)(6) 2011, was used only 6 or 7 times and is not working anymore. Additional clinical follow up with the hospital indicated that the dermatome was not able to be used to harvest the planned donor tissue. An alternate device was used to complete the planned procedure. However, there was a 30 minute delay of the procedure, during which time the patient was under general anesthesia. The customer stated the delay was "due to the change of the dermatome."